Event description:
Customer reported the uom setting of their meter could be changed from mg/dl to mmol/l. There was no report of death, serious injury, or mistreatment.

Manufacturer narrative:
Returned meter was investigated. This is a locked meter that has become unlocked. Customers and retailers have been informed through the fa 16 may 2006 letter.